Event description:
Upon assessment in a hospital, imaging was performed revealing a catheter fragment in situ in the pulmonary artery. This appears to be a retained portion of the port-a-cath. Consequences: at this moment, this primarily concerns re-intervention.

Manufacturer narrative:
Note: product reference 4430425 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st301 st set sil 8,5f IV reference 4430425 from batch 36995126. Device history record: batch record file number 36995126 was reviewed: the batch was manufactured within the defined specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in 05/2022. Summary of investigations: no device was returned preventing a thorough investigation. No pictures/videos of the complaint sample/observed defect were transmitted. Complaints database review: the complaint database was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. Conclusion: without the complaint sample/conclusive picture-video, no thorough investigation can be performed and we cannot conclude on the root cause of the defect. If a new conclusive element becomes available, the complaint will be reopened for further evaluation. This type of incident is rare. No actions plan is envisaged at this time.